Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
Additional information was received and indicated the front and rear housings show no damage. Correction: d1 brand name was corrected accordingly.

Manufacturer narrative:
The damage to the front panel optical connector and the pump connector dust cover was attributed to the aic falling to the floor and is a user-related issue. The placement signal not reliable alarm was caused by distortion in the ccd output of the optical pressure measuring unit. Additional information has been provided in h6 ( component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the aic controller fell over and knocked off the grey and blue cable connector/securement for white cable plug. The staff taped the white plug in. Placement signal unreliable alarm appeared as well. The motor current was stable, pump flow unchanged, with unchanged pump position.